Event description:
In 2009, terumo cardiovascular was initially notified that components (stopcock / pressure transducer) contained within a cardiovascular procedure kit (convenience kit) were observed to leak from the stopcock/transducer area. It was also reported that the transducer did not maintain adequate pressure during the event. The stopcock was transducer were replaced during the procedure, which eliminated the leak issue, but did not facilitate full pressure maintenance. The surgery was completed without injury to the patient.

Manufacturer narrative:
Terumo cardiovascular conducted an investigation into the cause of the reported event and determined that the device (pressure transducer) most likely leaked at a parting line in the housing of the transducer, resulting in a small loss of blood and the inability of the transducer to maintain pressure. Terumo is coordinating with the supplier of the raw material for the subject component to address the matter. The subject device was returned to terumo and was assessed as part of the terumo investigation. The device was tested - which included pressure testing and visual examination. The results of the investigation are consistent with a component subassembly failure of the pressure transducer. The failure appears to have been related to the events described by the reporting entity.